Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that at 6:08pm a fat emulsion 56gm/280 ml was programmed as ordered to infuse at 20ml/hr for 14 hours, but infused 280ml in 4hours. The pump module alarmed for going over the soft maximum duration limit but did not alarm for going faster than the hard minimum duration limit. The pump module infusion data recorded that the infusion over the 4 hours was at 20ml/hr and had infused 84.6ml. The infusion was stopped at 10:35pm for a "bolus air in line" alarm and no other activity was recorded by the pump module. The customer states there was no patient harm or medical intervention.

Manufacturer narrative:
The customer¿s stated issue of over infusion was not confirmed through a review of the device logs or through testing. Physical inspection showed no anomalies with the exception of fluid residue on both iui's. The log review found no programming errors that would explain a report of over infusion. A hard minimum duration limit was not observed in the event logs for the suspect device on the reported event date. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation; therefore, it could not be tested for this investigation. The root cause of the customer¿s complaint was not definitively identified.

Event description:
It was reported that at 6:08 pm a fat emulsion 56gm/280 ml was programmed as ordered to infuse at 20ml/hr for 14 hours, however the infusion completed in 4hours. The pump module alarmed for soft maximum duration limit, but did not alarm for exceeding the hard minimum duration limit. The pump module infusion data recorded the infusion rate was 20ml/hr and 84.6ml had been delivered over the 4 hours. The infusion was stopped at 10:35pm for a "bolus air in line" alarm and no other activity was recorded by the pump module. The customer states there was no patient harm or medical intervention.